Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter alleges personal injury, physical pain and suffering, mental anguish , emotional distress, disability and loss of enjoyment of life. Doi: (B)(6) 2015; dor: not reported, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> pc-000449915 update 29-oct-2020: the investigation was re-opened upon receipt of additional information. Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were received and reviewed: radiographs from (B)(6) 2020 indicate for the right hip, a 4mm lucency at the acetabular cup bone interface, with recommendations to follow progression during future exams. Radiographs of the left knee identify foci of heterotopic ossifications within the quadriceps tendon, reportedly observed in prior exams. Reported no significant knee implant interface or acute osseous findings. It is noted that the manufacturer of the right hip replacement is not known. Patient has sleep apnea, treated with CPAP device. Patient has lumbar pain, and radiographically observed (on 19 feb 2019) as mild l4-5 disc herniation, with l3, l4, l5, and s1 facet arthropathy/hypertrophy, and foraminal nerve root compression. Facet injections recommended. (No information correlating back pain with hip or knee prosthesis). ----------------------------------------------------------------- medical records note that the patient had a left hip knee arthroplasty done in 2016 -no operative notes were provided. Manufacturer of components unknown and there were no allegations of deficiency medical records note that the patient had a left knee arthroplasty in 2016 and a revision listed as (B)(6) 19. There were no operative notes for these surgeries provided and no record of the components implanted during the revision. 6 months after the revision, it was noted that the patient had pain, decreased rom and decreased strength, mild swelling. Patient was noted to have had physical therapy. One medical record noted that after the revision, the left knee was felt by patient to be unstable at times. On (B)(6) 2020, the patient had a right total hip arthroplasty to address osteoarthritis. Competitor components were utilized and no complaints of deficiency were noted.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (procode,UDI), d10 and g4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, d2b and d10.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were reviewed to identify patient harms/product issues. The patient underwent a left knee revision due to pain, instability, decreased range of motion, stiffness, swelling, limb asymmetry, patellar clunk, weakness and loosening of both the tibial tray and femoral component at the cement to implant interface. All components were revised and competitor products were implanted. Unknown cement was used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.